Event description:
Unomedical reference number (B)(4). Event occurred in united arab emirates. On 21-april-2024, it was reported by the patient that the cannula was bent on first day of use. Infusion set was inserted in the lower back. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.